Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 21nov2018. UDI # (B)(4). No phone number provided. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that a v60 ventilator would not power on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04jun2019. Date rec¿d by MFR: 03jun2019. It was reported that replacing the power management (pm) printed circuit board assembly (pcba) corrected the reported issue. After these repairs, the unit was found in good working condition. The power management pm pcba was returned for failure investigation. The reported failure was verified. Root cause was determined to be from the degradation of the buck/boost converter (u11 3.3vdd). Post-repair of this defect, no further anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.